Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a bubbled and punctured downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal bubbled and punctured¿ was confirmed through visual inspection. Further investigation found the liquid crystal display (lcd) lens damaged. Replaced the dso seal, and lcd lens. Performed dso/upstream occlusion (uso) sensor calibration. The unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.